Event description:
It was reported that during a rotational atherectomy procedure, approximately 30 mm of the tip of the wire fractured in the pt's artery while in the dynaglide mode. Medical intervention describes removal, but no other details are provided. Pt status is listed as "okay".